Manufacturer narrative:
The product is not expected to be returned as the customer indicated the reported sensor has been disposed of. In the absence of a returned product investigation an extended investigation will be performed. A follow-up report will be filed once additional information is obtained. The actual date when the event occurred in unknown. The date listed is an approximation based on the details provided by the customer. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving high readings from his adc freestyle libre sensor. He further reported that on an unspecified date sometime ¿between (B)(6) 2018¿ he received a reading of 350 mg/dl and self-administered an unspecified amount of insulin in response to the reading and subsequently became hypoglycemic and lost consciousness. Customer¿s son treated him with a glucagon injection. No additional treatment was reported. A reading of 100 mg/dl was received on a competitor¿s meter, but it is unknown when it was received, relative to when the adc reading was obtained. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (sensor serial number) has been updated based on the returned product. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Removed sensor plug assembly and performed visual inspection. No issues observed. Sensor was inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving high readings from his adc freestyle libre sensor. He further reported that on an unspecified date sometime ¿between (B)(6) 2018¿ he received a reading of 350 mg/dl and self-administered an unspecified amount of insulin in response to the reading and subsequently became hypoglycemic and lost consciousness. Customer¿s son treated him with a glucagon injection. No additional treatment was reported. A reading of 100 mg/dl was received on a competitor¿s meter, but it is unknown when it was received, relative to when the adc reading was obtained. There was no report of death or permanent injury associated with this event.